Event description:
The event was reported that the cabling on the holster was visible wear, where it connects to the connectors going into the control module. The customer also noticed a clutch error, showing a yellow triangle, when a probe is installed and tested for quality control purposes. No pt involvement occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.